Manufacturer narrative:
Approximate age of device - 7 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had experienced a cerebrovascular accident (cva) ischemic stroke and had an altered mental status. A head computed tomography was performed showing a left posterior parietal infarction. The patient's medication was adjusted. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported stroke and neurological dysfunction infection could not be conclusively determined. The instructions for use list stroke and neurological dysfunction as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.